Manufacturer narrative:
MDR 8021545-2026-23201 / initial 1 of 7.e1: patient city: (B)(6).patient postal code: (B)(6).patient country: belgiumname: medtronic minimedcountry: united states of america(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545.manufacturing site: 8021545.

Event description:
It was reported that infusion set tubing had obstruction and the insulin flow was blocked on (B)(6) 2026.